Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 222 mg/dl and requested changes to pump targets, which the agent declined to provide and then transferred the user to clinical support. Symptoms included fatigue and dry mouth consistent with hyperglycemia. Outcomes included no alarms, no clinical intervention, and no hospitalization. Investigation included review of device data and user logs, as well as user troubleshooting and education. Investigation of this case revealed no device malfunction or alert activity and no device component issue detected based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.